Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine (5.0 mg at 1.6 mg) via an implantable pump. It was reported that the patient was experiencing withdrawal symptoms and the pump was beeping. The patient also had an increased pain level. The environmental/external/patient factors that may have led or contributed to the issue was that the patient's pump refill was one week post due date, (B)(6) 2025, but continued to beep post actual refill date which was (B)(6) 2025. No recent magnetic resonance imaging (MRI) or other factors were known. The troubleshooting steps that were performed was the healthcare provider gave the patient a bolus and the patient will report back in 48 hours. No other interventions were taken at the time of this report. It was mentioned that the patient was also taking baclofen 25 mg during that time. Patient's log history had reported on (B)(6) 2025 a non-critical alarm for low reservoir. The issue was not resolved at the time of this report.